Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized with palpitations, down trending hemoglobin, and an inr of 2.6. Gastrointestinal bleeding was confirmed and five units of packed red blood cells were transfused. An endoscopy and push enteroscopy were performed, and argon plasma coagulation and clips were utilized to control the bleeding. No additional information was provided.

Manufacturer narrative:
The initial medwatch report for this event was inadvertently submitted with the submission year of 2015. A new, duplicate medwatch MFR report #2916596-2016-02556 was submitted with the correct year of submission. The corrected submission includes both the initial event information and the evaluation summary. Please disregard this medwatch MFR report number 2916596-2015-02469. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.